Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) of over 500 mg/dl and diabetic ketoacidosis. Additionally, the customer was experiencing pneumonia and an urinary tract infection; however clarification could not be obtained regarding if these contributed to the event. The customer declined troubleshooting with tandem technical support, or to provide additional information regarding the reported issue.